Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned multiple stations showed tem non-profile mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple station shows temp non-profile mode. A technical support specialist dialed into the server to investigate and identified the cause of the issue. The option enable temporary non-profile mode had been manually checked. The customer was advised to go into settings and uncheck this option, which removed the station from temp non-profile mode. The issue was resolved following this change. The system functioned as intended after the technical support specialist guided customer to resolve the issue.